Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): the infusion took much longer than it should or is blocked. Each sample has a note with the protocol used for each sample.

Manufacturer narrative:
(B)(4). The device is currently on shipping from portugal to b. Braun (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.